Event description:
It was reported to philips that the system gave an alert that geometry movements were partially available. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) checked the system onsite and spoke to the customers and the customer stated that they had no issues anymore and the system is operating properly. No service has been performed by philips. To date, no further information was received. The codes were updated based on the investigation outcome.